Event description:
On august 04, 2008, it was reported to boston scientific corporation that an endostat ii electrosurgical generator was being tested in 2008. According to the complainant, they were "unable to activate water pump using the footswitch. Irrigation works on using the console continuous mode." The problem was determined to be related to the footswitch, which was replaced.

Manufacturer narrative:
The device manufacturer date is unknown. The july 2008 15-month hemostasis generator & accessories product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.